Event description:
It was reported that connector c35-o was loose and the tubing was kinked. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that alaris pump stated "patient side occluded" - rn unkinked line, removed clamshell, retighten phaseal connector and injector, reapplied clamshell, restarted pump.   Verbatim: rate verified with night rn at 0700 shift change. Alaris pump beeped @ 0808, pt was sleeping in bed, alaris pump states "pt side occluded", day rn unkinked lines, removed clamshell, retighted phaseal connector and injector, reapplied clamshell, restarted pump. 0904, pt rang call light, day rn found pt in recliner chair, holding loose end of chemo tubing in hand with no phaseal connector/injector. Phaseal connector/injector and clamshell were found still attached to orange lumen on left PICC line. Day rn removed chemo tubing immediately from pt hand, and turned off alaris pump. Team notified, charge rn notified and cnl notified to retrieve chemo spill kit.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connector c35-o was loose and the tubing was kinked. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown.   It was reported that alaris pump stated "patient side occluded" - rn unkinked line, removed clamshell, retighten phaseal connector and injector, reapplied clamshell, restarted pump.   Verbatim: rate verified with night rn at 0700 shift change. Alaris pump beeped @ 0808, pt was sleeping in bed, alaris pump states "pt side occluded", day rn unkinked lines, removed clamshell, retighted phaseal connector and injector, reapplied clamshell, restarted pump. 0904, pt rang call light, day rn found pt in recliner chair, holding loose end of chemo tubing in hand with no phaseal connector/injector. Phaseal connector/injector and clamshell were found still attached to orange lumen on left PICC line. Day rn removed chemo tubing immediately from pt hand, and turned off alaris pump. Team notified, charge rn notified and cnl notified to retrieve chemo spill kit.